Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy. Oversensing was observed on the ventricular channel, indicative of a possible lead issue. Lead was capped and replaced. Patient condition was good post procedure.